Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a pre-ruptured abdominal aortic aneurysm. Length (in mm) of proximal aortic neck 14 mm. Degree of angulation 90 degrees. Vessel tortuosity present above and below the renal artery. It was reported that the patient presented emergently. The physician has reported that there were no endoleaks observed during or after the procedure, however, aneurysm expansion had been noted on an unknown date. The cause of the aneurysm expansion was thought to be procedure related due to an insufficient landing zone in the right cia. It was reported that intervention was carried out approximately 6 months post the index procedure. A 2 non mdt (gore) excluders were implanted. It was reported that the intervention procedure was completed without any observed endoleaks. No additional clinical sequelae were reported, and the patient is fine. The physician commented that the cause of event was due to use error due to insufficient landing in the right cia.